Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that the mitraclip procedure was to treat mixed mitral regurgitation with an mr grade of 3-4. The first clip was advanced to the mitral valve, the leaflets were grasped, however the leaflet insertion was not satisfactory. The clip was repositioned and grasping looked very good, however after a short time there was a flail and leaflet perforation. The clip was not implanted and was removed. Two xtr clips were successfully implanted; however, mr remained unchanged, 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effect tissue damage as shown in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the positioning failure could not be determined. The reported tissue damage appears to be due to procedural conditions. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.correction h6: removed patient code 1964